Event description:
It was reported that the patient underwent an episiotomy repair on (B)(6) 2014 and suture was used. During the procedure, the needle broke and fell into the patient¿s buttock. The needle was impossible to palpate on examination and not visible on ultrasound. The needle was located by radiography and triangulation method under fluoroscopy. The needle was removed under epidural anesthesia. Additional information has been requested.

Manufacturer narrative:
Conclusion: during a visual inspection under a light-microscope several heavy marks were found in this area, direct on the breakpoint and at the needle point area which indicates that the needle was handled there. The breakpoint shows no material or manufacturing defects. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage). Reshaping needles may cause them to lose strength and be less resistant to bending and breaking. Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.